Manufacturer narrative:
(B)(4). Additional information was requested and received: in response to your inquiry, that specific information is not available. Whatever was submitted regarding the product is all we have documented. See surgeon's operative report below, which does not mention the misfiring device. Description of procedure: the patient was taken to the operating room, placed on the table in supine position. After anesthesia was induced, the chest, groins and legs were prepped and draped in the usual sterile fashion. Next, a timeout was called, and the patient was correctly identified by the surgeon and the or staff. Next, a midline chest incision was made and carried out down to the sternum. The sternum was opened and divided down the midline and hemostasis was obtained along the sternal edges while simultaneous endoscopic vein harvesting commenced. The ima retractor was brought onto the surgical field and put into position. The ima was identified and taken down in pedicle. Prior to distal division, the full heparin dose was given and allowed to circulate for 3 minutes. The ima was divided and injected with 3 ml of papaverine then wrapped in a papaverine-soaked sponge. Next, the pericardium was opened and tacked with stay sutures. Visual inspection of the heart revealed preserved myocardial function. The intraoperative transesophageal echo showed preserved lv function. The aortic cannulation sutures were placed to the distal ascending aorta at the base of the innominate artery. A pursestring prolene suture was placed in the right atrium. A root vent suture was placed proximal to ascending aorta. The surgical cardiopulmonary bypass circuit lines were brought into the surgical field and put into position. Once the target act was being approached, an aortic cannula was placed into the ascending aorta and connected to the cardiopulmonary bypass circuit. Next, the venous cannula was placed into the right atrium. The vein which was harvested was examined and found to be of adequate quality and length. We commenced with cardiopulmonary bypass and cooling. A root vent was placed followed by a retrograde cardioplegic catheter. Once the target temperature was reached, a crossclamp was applied. We administered both antegrade and retrograde cardioplegia for a total of 1200 ml. Topical ice was applied. We turned our attention first to the right-sided circulation. We noted a small pda. This appeared smaller than we expected based on the preoperative coronary angiogram. This vessel was dissected and opened longitudinally. The caliber appeared to be 1.25 mm. The vein graft was brought into the surgical field, cut and fashioned to the appropriate length. We then proceeded to perform an end-to-side anastomosis with a 7-0 prolene in a running fashion. The vein graft was then cut based on the distance to the planned anastomosis to the aorta. We then turned our attention to the left-sided circulation. Of note, cardioplegia was given every 15 to 20 minutes, both retrograde and through the vein grafts. Attention was then turned to the distal circumflex artery. It was identified and opened longitudinally. We then performed an end-to-side anastomosis with a 7-0 prolene in a running fashion. We then turned our attention to the diagonal branch. The final vein graft segment was cut to the appropriate length. The target was opened longitudinally followed by an end-to-side anastomosis with a 7-0 prolene in a running fashion. Next, attention was turned to the lad. Again, we did note that this lad target was on the smaller side. We dissected it free from the epicardial fat. The vessel appeared somewhat tortuous. I again opened it longitudinally. It then appeared to be roughly 1.25 cm. We then proceeded to perform an end-to-side anastomosis with the lima to this lad site with a 7-0 prolene in a running fashion. The pedicle was tacked to the epicardium with interrupted 5-0 prolene sutures. At this point, we began warming. We started with the proximal circumflex anastomosis. This was completed after making a 4 mm opening in the ascending aorta. The proximal graft was completed with 6-0 prolene in a running fashion. Similarly, the proximal diagonal vein graft was completed with a 6-0 prolene in a running fashion. The proximal right was completed as well in a similar fashion. We began our retrograde hot shot and allowed it to run for 3 minutes. While venting the ascending aorta, the crossclamp was removed. The vein grafts were deaired. We checked the distals for hemostasis. The distal right graft required a single 4-0 prolene for hemostasis. We removed the retrograde cardioplegic catheter from the coronary sinus. We noted spontaneous activity of the heart. We continued to warm until normothermia was reached. We were able to separate from cardiopulmonary bypass with no inotropic support. At this point, the venous cannula was removed as well as the root vent. We started protamine and the patient tolerated this well. We used doppler to demonstrate brisk diastolic flow in all 4 grafts. Next, the chest tubes were placed to the appropriate locations described above. This was done after we had satisfactory hemostasis. Finally, a pacing wire was placed on the anterior surface of the right ventricle. Next, the sternal edges were approximated with wires followed by a 3-layer chest wall closure. All of the instruments were accounted for at the end of the case. The patient tolerated the procedure well, was taken to the ICU in stable condition.

Manufacturer narrative:
(B)(4). Batch # r94t5f. Device analysis: the analysis results found that the mcs20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r4174y number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94t5f number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device 'misfired' if the device jaws were tearing the vein? Or if it was the clip that was tearing the vein?

Event description:
It was reported that during a coronary artery bypass graft the stapler misfired three times and was tearing the vein. The procedure was completed with an alternate like device with no patient consequences reported. There is no additional information.